Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, prior to implant attempt, it was noted that the stylet was not able to be pushed through lead lumen. The issue persisted even when using stylets of different diameters. The lead was not used. There was no patient involvement.